Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an embolic stroke after the procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in the transcarotid artery revascularization (tcar) procedure. The patient presented as symptomatic and was dapt compliant. The tcar procedure was performed according to the instructions for use (IFU) and following protocol. During the procedure, reverse flow with the nps seemed slower than normal, but not concerning, as the physician mentioned that the vein could have had disease. Minutes after the post-procedure neurological check, the patient was unable to move his left hand. The physician reported that the patient experienced an embolic cerebrovascular accident (cva). The blood pressure of the patient was within parameters. No intervention was taken as a result of the event.